Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported receiving a ¿replace sensor¿ error message after a day of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor readings and experienced symptoms of sweating and a loss of consciousness. The ambulance was called and blood upon their arrival, a blood glucose result of 1.4 mmol/l was obtained and was administered 50cc of glucose (several times 4 or 5) and cheese and ¿ranja¿ sandwich for the diagnosis of hypoglycemia. A post-treatment blood glucose result of 2.5 mmol/l was obtained and a 50cc of glucose was administered. An additional post-treatment result of 4.4 mmol/l was obtained by the hcp and additional treatment of ¿ranje¿ was provided. The customer also provided eye drops for stey and losartan medications. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A healthcare professional reported receiving a ¿replace sensor¿ error message after a day of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor readings and experienced symptoms of sweating and a loss of consciousness. The ambulance was called and blood upon their arrival, a blood glucose result of 1.4 mmol/l was obtained and was administered 50cc of glucose (several times 4 or 5) and cheese and ¿ranja¿ sandwich for the diagnosis of hypoglycemia. A post-treatment blood glucose result of 2.5 mmol/l was obtained and a 50cc of glucose was administered. An additional post-treatment result of 4.4 mmol/l was obtained by the hcp and additional treatment of ¿ranje¿ was provided. The customer also provided eye drops for stey and losartan medications. No further information was reported. There was no report of death or permanent impairment associated with this event.